Manufacturer narrative:
The reported field event of extended charge time was confirmed by reviewing the data in the device image. Interrogation of the device revealed the device was at elective replacement indicator (eri) upon receipt. However, the eri was reached post-explant. Telemetry, pacing, sensing, impedance, patient notifier, high voltage output, high voltage shock, and capacitor maintenance were tested on the bench. No anomaly was detected. The cause of the field event of capacitor charge timeout remains undetermined.

Manufacturer narrative:
Correction: investigation conclusion code for analysis should have been "cause not established 4315 " instead of " 4307 - cause traced to component failure "

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for routine follow up after receiving a vibratory alert. Upon review, it was noted that the implantable cardioverter defibrillator charge time limit was reached following several appropriate hv therapies due to ventricular tachycardia. The device was explanted and replaced. The patient was stable.